Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 5076 x2 implantable pacing leads (B)(6) 2009. (B)(4).

Event description:
It was reported a device check noted a discrepancy between the atrial rate histogram and the atrial burden. The device remains in use. No patient complications have been reported as a result of this event.